Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device has impossible to do a simulation lower than 100 joules. There was no patient harm. Based on the information available, the reported issue did not reproduce when philips technician evaluated the device at customer site. Device is working fine as per manufacturer's specifications without any issues. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the defibrillator did not shock at less than 100 joules, but could shock at 100 joules, no shock under 90 joules during use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that it was impossible for the device to do a simulation lower than 100 joules. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that it was impossible for the device to do a simulation lower than 100 joules. Initially, this issue was reported to have occurred during simulation, but it was later reported that the issue actually occurred during patient use. No additional patient information has been provided by the customer. The device was evaluated at the customer's site by a philips fse. Based on the information available, the device was tested at each intensity level and there were no signs of a malfunction. The device was confirmed to be working as per the manufacturer's specifications and was returned to service. No further evaluation is warranted at this time. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be functioning as intended and was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.